Event description:
It was reported that the patient was hospitalized with presyncopal symptoms. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. The device attempts to deliver atrial anti-tachycardia pacing (atp) on the vp immediately prior to the 1660 ms v-v interval. If there is an atrial sense within the 500 ms, the device synchronizes the atrial atp to that atrial sense and delivers atrial atp. If there is not an atrial sense within the 500 ms, the device aborts the atrial atp. At that time the device switches back to the operating mode and starts a pacing cycle.